Manufacturer narrative:
This complaint is still under investigation.

Event description:
The femoral impaction device sheared off and fell on the floor midway through the cementing of the implants. It also left specks of black from the poly element of the impactor in the wound which proved very difficult to irrigate free.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The femoral impaction device sheared off and fell on the floor midway through the cementing of the implants. It also left specks of black from the poly element of the impactor in the wound which proved very difficult to irrigate free. 10-mins delay mr (B)(6) stated that this was the third time this has happened with this style of femoral impactor at this centre. The centre have requested a follow up and a response to this incident. Examination of the returned sp2 femoral impactor confirmed the two pieces of the instrument will easily disassociate from each other. Further examination finds the screw tops are stripped and notable gouges and impaction marks on the replaceable black celcon impactor component. Based on product wear out as the root cause, the need for corrective action is not indicated. Although the need for corrective action was not indicated, a new femoral impactor ((B)(4) sigma hp fem notch impactor) was designed as part of the high performance instruments. This design was released in (B)(6) 2007. The new femoral impactor has a different locking mechanism, and also allows for the surgeon to use it to impact c/s femoral components.